Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Also, internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Functionally, the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during endoscopic sigmoid colon cancer surgery, while the distal colon was being removed, the surgeon was able to fire the device but the staple was poorly formed. In order to fix the issue, the surgeon used suture to stop the bleeding.